Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump along with manual injections for insulin therapy.